Manufacturer narrative:
The root cause of the event was found to be the customer's water supply system not being on bypass while maintenance was being performed. No product problem was identified.

Manufacturer narrative:
The analyzer serial numbers are (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen.2 results for 16 patient samples on two cobas c 503 analytical units. The customer provided an example of discrepant results for 1 patient sample tested. The initial result from analyzer serial number (B)(6) was 39.7 mg/dl accompanied by a flag indicating the value is above the linearity/measuring range of the assay. The customer questioned the high result which prompted them to repeat the sample. The sample was repeated on analyzer serial number (B)(6) and the result was 16 mg/dl. The customer was repeated again on analyzer serial number (B)(6) and the result was 9.4 mg/dl. The next day, the patient had a new sample collected and tested on analyzer serial number (B)(6) and the result was 9.7 mg/dl. The result of 9.4 mg/dl was deemed correct.